Event description:
Per the clinic, the patient experienced head trauma at the implant site around (B)(6) 2025 (specific date not reported), exposing the receiver/stimulator. Initial treatment included a one week course of oral antibiotics (specific date not reported); however, the issue could not be resolved. The patient also developed wound dehiscence, serous discharge, redness, and infection at the implant site (specific date not reported). Subsequently, the patient was hospitalized for a CT scan and received IV antibiotic treatment for a duration of three days (specific date not reported). Upon discharge, the patient was prescribed with another course of oral antibiotics for four days with additional of one more week (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2025, for repositioning of the receiver/stimulator.